Event description:
(B)(4). Event occurred in the united states the patient faced bent cannula issues that caused high blood glucose level, reported to be more than 500 mg/dl. The patient went to the emergency room where the patient went through blood tests, received shots and unspecified medication through intravenous route. The patient stayed there for 12 hours and left the emergency room with blood glucose level at 300 mg/dl. Subsequently, the patient was admitted to the hospital. While in the hospital, the patient again went through blood tests, received shots and unspecified medication through intravenous route, which resolved the issue. There was no permanent damage to the patient. The patient did not notice any damage when the package was first opened. The patient stayed in the hospital for three days and used multiple daily injections since release from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.